Manufacturer narrative:
Correction: upon receipt of the investigation report from the manufacturing facility in kiel, germany, it was discovered that the original device description and catalog number provided by the initial reporter was incorrect. The device is a humeral screwdriver, 2.5mm, and is not marketed in the us. Therefore, this event is not subject to reportability under MDR.

Event description:
It was reported that it was impossible to turn the distal spreading screw inside of the nail. After that, the screwdriver broke at the grip and the surgeon was not able to distally lock the nail. This event did not cause an adverse consequence to the pt or surgical delay.